Event description:
It was reported that the legs did not unfold correctly when the cot was unloaded from the ambulance and the head end dropped. There were no adverse consequences reported.

Manufacturer narrative:
Other: locking mechanism.